Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A little more than a month prior to the date of this report, it was reported the patient experienced a three week period of malaise and pain into their left index finger, toes, and leg. Headaches were also noted. Cardiac issues were reported, but then ruled out by cardiologists. The patient was reportedly wondering if their body was reacting to the implant. It was stated the patient was reviewed by various clinicians from various specialties and there was no known cause of symptoms. It was unknown if inflammatory markers had been checked for an allergic/rejection response. As of the date of this report, the patient was ¿still under consultant review¿ for prolapse. The implanted system was effective and although the headaches and finger pain continued, the clinicians did not believe these were related to the device. No outcome or intervention was provided with this event. A follow up report will be sent if additional information is received.